Event description:
The customer reported to zoll distributor that the screen on the autopulse platform could not show anything. Additional information received on (B)(6) 2013: this event occurred during preparation for use or daily shift check. According to the archive file, errors had no appeared on the screen prior to this event. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse resuscitation system model (sn (B)(4)) was returned to the distributor for investigation. Customer's reported issue could not be confirmed. The lcd screen was replaced and the platform passed final testing. Based on the evaluation results, a definitive root cause for the customer's reported issue could not be determined. PMA: stn number k112998.